Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid valve required replacement to address the issue. The device was re-tested, and all testing passed. Additional findings not related to the malfunction/issue: a damaged power cord was replaced. There was no allegation that the power cord was faulty.